Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned; the lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The product investigation could not identify a root cause. (B)(4).

Event description:
Approximately four months following an intraocular lens (iol) implant procedure, a patient presented with inflammation (3+ tyndall) and precipitates on the implant; it was noted that the vitreous seemed clear. It was further noted that the patient had been ¿ok¿ at the one day, eight day, and 28 day postoperative visits. Additional information was received via a company representative, indicating that strong inflammation, visual acuity loss, and pain were also noted. The patient was treated with dexamethasone with neomycin, triamcinolone, and ofloxacine postoperatively. It was also reported that results were good after one month; however, six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months, but it is unclear if this patient was affected. The surgeon does not suspect that the cartridge contributed to the event.